Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was alleging the insulin pump for under delivery. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer was assisted in troubleshooting. The customer reported that his blood glucose level was continuously getting high. He was feeling sick. His other blood glucose value was 250 mg/dl. The customer declined to test the insulin pump for absence of alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The insulin flow blocked alarm functioning properly. Insulin ump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).